Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). New information indicated that the patient was brought into the clinic on 12 aug 2024 and programming changes were made. The patient was stable. The patient then passed away on 21 aug 2024. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the left ventricular lead exhibited loss of capture. No intervention was made. The patient's status was unknown.